Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump had received replace battery now alarm. The insulin pump did not receive low battery alert prior to replace battery now alarm. Customer stated that the battery cap was not loose, cracked or damaged. Customer stated it was second occurrence of replace battery alert or replace battery now without a low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. On 09/20/2021 the customer alleged power loss alarm. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay, cracked case above arrow and battery icon, cracked battery tube threads, and cracked case on corner of belt clip rails identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found power loss alarm on the event date of 09/21/2021 at 13:32:56 and 13:33:06; however, found: replace battery now alarm on 09/19/2021 at 00:08:00, insert battery alarm on 09/11/2021 at 00:32:12, on 09/13/2021 at 23:17:55, on 09/16/2021 at 13:59:37, on 09/19/2021 at 00:08:57, on 09/21/2021 at 13:21:50, 13:31:00, low battery alarm on 09/13/2021 at 19:05:00, on 09/16/2021 at 06:54:00, on 09/18/2021 at 16:58:00, on 09/21/2021 at 09:58:00. Pump passed self test, active current measurement and displacement test, however failed the sleep current measurement due to high impedance. No unexpected power loss, replace battery now, insert battery, and low battery alarms during testing. In summary, pump passed required testing. Customer alleged for power loss alarm was confirmed. Charge/battery lasts less than expected was confirmed due to high impedance during sleep current measurement. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.